Event description:
Customer's mother called to report a motor error alarm. The blood glucose reading is 416 mg/dl. Treating with manual injection. The drive support disk is flush. Motor error occured during rewind. Nothing further reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.